Event description:
The caller alleged discrepent results when compared with another poc meter. The following results were reported: 01/20/2006; in ratio protime lab 4.7 1.0 2.6 4.9 5.0 ( time of test unk:)